Manufacturer narrative:
Multiple attempts to obtain additional information and device return have been unsuccessful. Without return of the product, no definitive conclusions can be drawn regarding the clinical observation. Should the device be returned or additional information become available, a supplemental report will be submitted. (B)(4).

Event description:
Medtronic received information that "within minutes" following implant of this annuloplasty band in the mitral position, the device was explanted during the same procedure and replaced with a non-medtronic device. The healthcare professional reported that it was explanted "because the patient did not like it." There was no report of adverse patient effects.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Additional information was received that this device was implanted due to mitral regurgitation with a central jet. After implant, as the patient was coming off-pump, moderate regurgitation was still noted. In the physician's opinion, the device did not cause the regurgitation. It was confirmed that there were no adverse patient effects. (B)(4).

Manufacturer narrative:
Conclusion: the reported information does not indicate a potential manufacturing issue. Re-operations are primarily the result of a progression of disease or technical failures and are not related to product malfunctions. Unlike prosthetic heart valves, annuloplasty rings are an adjunct to the valve repair.